Event description:
Pt was to be released form the hosp for which she was being seen to evaluate why she had taken dementia. She was alert, eating well and had just recently had heart enzymes checked along with an echocardiogram that stated she was in no distress what so ever. The next day the defibrillator fired for approx 35-40 minutes none stop. After this a reading/data report showed that the defibrillator had miss read a t-wave causing it to fire for the long period of time from oversensing, according to the study cardio nurse. This caused pt to go into atrial fibrillation and pace at 100 per cent for the next twelve days on the twelfth day she died. After researching this product and other products of its kind, rptr has found that it is not unusual for this oversensing to happen but rptr is fully convenced that had the device not fired none stop for such a long period of time she would be here today.